Event description:
It was reported during in clinic follow up that the atrial lead had dislodged. The lead was explanted and successfully replaced. Further information was requested, but not yet available.